Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose of 568mg/dl, and she had heart palpitations. Troubleshooting was performed. The customer attempted to change the infusion set twice and treated with manual injections, but her blood glucose would not come down. The caller stated that the insulin pump was not functioning properly and the cannulas were bent. No further information was provided.